Manufacturer narrative:
Continuation of d10: product ID neu_unknown_cath lot# unknown serial# implanted: explanted: product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_cath, serial/lot #: unknown, ubd: unknown, UDI#: unknown medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a foreign healthcare provider via a distributor regarding a patient receiving gabalon of an unknown co ncentration at an unknown dose rate via an implantable pump. It was reported that the patient, who had been scheduled for drug refill on (B)(6) 2026, was hospitalized at another institution due to poor physical condition. A change in the refill date was requested. Discharge was expected by the end of this week. An alternative refill date was proposed. Further details were to be obtained at the time of refill. The relationship of the inadequate physical condition was unrelated to drug, catheter, pump, and programming. The relationship of the inadequate physical condition to procedure was unspecified. The outcome of the event was unknown.